Event description:
Para 4 underwent laparoscopic bilateral fallopain tube occlusion, filshie clip technique, as an outpatient. In order to obtain sterilization. Multiple photographs of clip placement were taken at the time of surgery to document correct placement of the devices. The pt had an unremarkable post operative course. Two years later, the pt called the office with symptoms of pregnancy, a positive home pregnancy test and vaginal spotting. In office ultrasound confirmed an empty intrauterine sac. Subsequent serial quantitative hcg pregnancy tests and ultrasounds confirmed a blighted ovum/nonviable pregnancy. The pt elected for d&c to expediate the healing process. It was then recommended that a follow xray/hystosalpingogram -hsg- performed two months after the d&c. The pt's partner subsequently underwent vasectomy. Two months after the d&c the pt elected not to do the hsg xray if it was not medically necessary since her partner had undergone vasectomy. Rptr concurred that it was not medically necessary unless they were going to attempt a repeat sterilization procedure. The pt is going to follow up for her annual exams on an annual basis with contraception precautions.